Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "we suspected there is internal leakage for this intellicuff device. There was no physical damage visible, but the device alarmed with "cuff leakage" and pressure cannot be maintained". - this occurrence was noticed during patient ventilation. - there is need for medical intervention reported. The intellicuff device got exchanged. - neither harm to the patient, user or third party has been reported.